Event description:
It was originally reported by the affiliate that during the percutaneous coronary intervention (pci) procedure, the surgeon worried that the angioguard could not be recalled into the recall sheath completely. Therefore, the surgeon changed to use an angiography catheter to recall the device. No adverse event occurred. The patient is fine now. The device will be returned for analysis. The product was stored, inspected, prepped, and handled according to the instructions for use. Nothing unusual was noted about the device prior to use. The target lesion is unknown. There was no difficulty advancing the capture sheath to the lesion. During filter retrieval, the retrieval sheath was advanced while the filter wire was fixed. There was no filter basket deformation. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was no difficulty capturing the filter basket into the capture sheath. No debris was found in the filter basket after removal. The angioguard was successfully removed. Additional clarification has been requested.

Manufacturer narrative:
Complaint conclusion: it was reported by the affiliate that during the percutaneous coronary intervention (pci) procedure, the surgeon worried that the angioguard could not be recalled into the recall sheath completely. Therefore, the surgeon changed to use an angiography catheter to recall the device. No adverse event occurred and ¿the patient is fine now.¿ additional information notes that there was no difficulty advancing the capture sheath to the lesion. During filter retrieval, the retrieval sheath was advanced while the filter wire was fixed. There was no filter basket deformation. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was no difficulty capturing the filter basket into the capture sheath. Analysis of the returned device did not confirm the originally reported event. One non-sterile angioguard rx was received tangled inside of a plastic bag. The received components were the wire system, the capture sheath, the deployment sheath and a torque device. The delivery system was received inserted in the deployment sheath, however, it was totally unzipped. The torque device was fixed to the delivery wire proximal section. No other anomalies were observed on the received product. The filter basket was inspected under microscope and no anomalies were observed in the joints and the filter basket membrane. Using the received capture sheath, a functional test was performed. No difficulty was encountered during the wire system recapture. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10275736. This packaging lot contained (B)(4) units, which were shipped from (B)(6) medical on (B)(6) 2013. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The complaint reported as ¿capture system - capture difficulty¿ was not confirmed since recapture system test was performed without any difficulty. The exact cause of the event experienced by the customer could not be conclusively determined; however, analysis results suggest that procedural/handling factors appear to have contributed to the reported event. In addition, neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported event. No corrective action will be taken at this time. As analysis of the returned device did not confirm the event and additional information from the account notes that there was in fact no difficulty capturing the filter basket. There was no malfunction.

Manufacturer narrative:
Additional information/clarification is pending and will be submitted within 30 days upon receipt. The product evaluation is as follows: one non-sterile angioguard rx was received tangled inside of a plastic bag. The received components were the wire system, the capture sheath, the deployment sheath and a torque device. The delivery system was received inserted in the deployment sheath, however, it was totally unzipped. The torque device was fixed to the delivery wire proximal section. No other anomalies were observed on the received product. The filter basket was inspected under microscope and no anomalies were observed in the joints and the filter basket membrane. Using the received capture sheath, a functional test was performed. No difficulty was encountered during the wire system recapture. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10275736. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported as ¿capture system - capture difficulty¿ was not confirmed since recapture system test was performed without any difficulty. The exact cause of the event experienced by the customer could not be conclusively determined; however, analysis results suggest that procedural/handling factors appear to have contributed to the reported event. In addition, neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported event. No corrective action will be taken at this time.